Event description:
Boston scientific received information that the pacemaker displayed noise on the atrial electrogram (egm) and low pacing impedance measurements. Additional information indicated that the cause of noise and low impedance were not determined. This device was explanted and was electively upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.